Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted and therefore not available for return and investigation by the manufacturer. However, the detachment controller and pusher wire used in the procedure were returned to the manufacturer for evaluation. The operative report was requested and stated to not be available. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: the web was prepped in a bowl on the back table with no issues. Aneurysm was accessed and web deployed into the aneurysm at the neck not blocking any parent vessels. Upon detachment, the web had detachment issues. The web came back blocking one of the branches. Physician went up with a balloon catheter and was able to push the web back in and open branch back up. While trying to get access back to the web, the physician had the wire perforate a small branch. Patient developed a subarachnoid bleed. The physician tamponade the bleed with the balloon catheter. The bleeding stopped and the physician continued to advance balloon catheter to reposition the web. Physician stated patient was neurologically intact 24 hours post. Additional information received: regarding the detachment issues, the physician pushed the button on the detachment controller, didn't see a noticeable detachment of the pusher wire on the web. The physician pushed the button again, then used the bracing technique of riding via up to web and pulling on the pusher wire. The web finally detached using this technique, but the web also came back blocking one of the parent arteries.

Event description:
As reported: the web was prepped in a bowl on the back table with no issues. Aneurysm was accessed and web deployed into the aneurysm at the neck not blocking any parent vessels. Upon detachment, the web had detachment issues. The web came back blocking one of the branches. Physician went up with a balloon catheter and was able to push the web back in and open branch back up. While trying to get access back to the web, the physician had the wire perforate a small branch. Patient developed a subarachnoid bleed. The physician tamponade the bleed with the balloon catheter. The bleeding stopped and the physician continued to advance balloon catheter to reposition the web. Physician stated patient was neurologically intact 24 hours post. Additional information received: regarding the detachment issues, the physician pushed the button on the detachment controller, didn't see a noticeable detachment of the pusher wire on the web. The physician pushed the button again, then used the bracing technique of riding via up to web and pulling on the pusher wire. The web finally detached using this technique, but the web also came back blocking one of the parent arteries.

Manufacturer narrative:
Correction: brand name and model number in section d were corrected. Items returned for evaluation: delivery system (pusher); 1x wdc-2. Items not returned for evaluation: web implant; introducer; dispenser hoop; microcatheter. The visual analysis of the returned items found the implant to be separated from delivery system and was not returned for evaluation, and the proximal connector to be kinked at the brown lead wire joint. Tested the returned device with the returned controller and an in-house controller and gave red lights. The delivery system resistance was measured and found to be out of specification due to the connector damage. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching. The heater coil was not found to be stretched; however, it did exhibit signs of activation using a detachment controller as the liner was burnt and the tether was melted. The investigation of the returned detachment controller found low battery voltage. The wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. The controller is still able to provide the full duration but not the proper voltage as the battery is partially depleted (likely due to the several activation attempts by the physician as described in the event description). The controller/battery functioned normally during testing despite the voltage measurement. The battery expiration date is 12-2026; therefore, the battery was still within its shelf life at the time of the reported event. However, it cannot be verified that the battery voltage as tested is the same as when the user pressed the button during the procedure. The investigation of the returned web system found the web implant to be separated from the delivery system, and the proximal connector kinked at the brown lead wire joint. The implant was not returned for evaluation as it remained in the patient as described in the reported event. The device failed continuity and resistance testing due to the damaged connector, and the returned detachment controller was found with low battery voltage, which are both conditions that could lead to a detachment issue. However, the heater coil did show signs of activation using the detachment controller as the liner was burnt and the tether was melted; therefore, the damage to the connector and battery drain resulting in the low battery voltage likely occurred post-activation. Furthermore, as no medical imaging was provided, the investigation could not determine if the web failed to detach as described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces over specification.